Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical concluded, several attempts have been made to obtain clinical/medical documents to no avail. The requested information of the part composition was provided to the patient by phone. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that patient underwent a knee replacement on (B)(6) 2015. This had to subsequently be revised because patient was allergic to the bone and stated that the surgeon left a wire inside which did damage to the joint.

Event description:
It was reported that, after a knee replacement had been performed on (B)(6) 2015 with a genesis ii system, the patient developed an allergy to bone cement that required a revision surgery, which was performed on an undisclosed date. The patient also mentioned that the surgeon left a wire inside, which damaged the joint. The knee replacement was revised to a stryker fusion nail, apparently made of a material the patient is allergic to, so it had to be removed. The patient indicated to be allergic to multiple types of plastics and metals, including nickel. The patient is currently on a wheelchair and is working to find out information about her options at this point.